Event description:
It was reported that a malfunction occurred on the pump, with malfunction code malf 0 noted. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump and informed the caller they would receive a replacement with updated software. The customer was instructed to use mdi as a backup therapy, put the malfunctioning pump into storage mode, and return it within 10 days using provided materials to avoid charges. The customer was also advised to program their new pump settings and connect their cgm to the replacement pump.